Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she had to be hospitalized for high blood glucose (exact bg was not provided) and that the omnipod personal diabetes manager (pdm) was giving communication errors. She stated the bolus is never delivered properly. The pod was worn longer than 48 hours. At the hospital they checked the basal rate and tested it according to the patient. They made changes to the basal rate (decreased from 19.7 to 18.1) and complications with pdm. There was no further information regarding the hospital visit or to the patient¿s treatment. The patient was in the hospital from (B)(6) 2019.